Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call of high blood glucose of 410mg/dl. Troubleshooting found that the customer treated witth the pump , but does not have the pump with them to troubleshoot further. Customer will call back at a later time. No further details given.